Manufacturer narrative:
The field complaint of backup operation was confirmed. The device was received in backup operation and the device image had been corrupted. The battery was determined to have reached end of life. Backup operation was due to the device battery reaching end of life. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the pacemaker dependent patient's device went into backup vvi. The patient was asymptomatic. The device was replaced due to normal eri and the patient was doing well.